Event description:
14g bard marquee biopsy device tip blunt with difficulty penetrating patient tissue. Once in place and fired by dr, device "shot backwards" and took sample in wrong location. Difficulty removing device from patient breast.